Event description:
A customer's spouse reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 46 mg/dl at the time of the call. The customer stated that they treated their blood glucose level with orange juice. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.